Event description:
The patient suffered a pneumothorax during a superdimension procedure. The patient received a pigtail catheter and was hospitalized. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
Covidien reference # : (B)(4); date of initial report : 07/21/2015; date of follow-up report : 08/14/2015. A component of the superdimension system case recordings, was returned and evaluated and nothing that would have caused or contributed to the customer¿s report was found. If additional information is received a follow-up report will be submitted.

Manufacturer narrative:
A component of the superdimension system, case recordings, has been received and is under evaluation. When the evaluation is complete a follow-up report will be submitted. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.